Event description:
Additional information was received from a distributer. It was reported that it was unknown if the pump stopped or if there was a pump motor stall. It was unknown if there were any actions/interventions performed to resolve the pump stop/motor stall. The cause of the pump stop/motor stall was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump indicated for cancer pain. It was reported that the patient's pump stopped for unknown reasons. The patient did not have an MRI. No surgical intervention occurred or was planned. The issue resolved at time of the report. The pump remained implanted and in use. The patient's status was alive - no injury.